Event description:
On (B)(6) 2010, pt reported hyperglycemia of over 20 mmol/l (360 mg/dl) the day before. Target blood glucose range is 5-14 mmol/l (90-252 mg/dl). Pt had just changed insulin cartridge and battery when blood glucose elevated, and he attempted to bolus as a correction. Pt reported insulin did not flow through infusion tubing during bolus or prime procedure. Pt immediately changed to backup infusion device and blood glucose came down to 4 mmol/l (72 mg/dl). No errors were received on infusion device. Adapter had never been changed. Infusion set is changed every 3-4 days. Insulin cartridge and battery were used per specifications. Pt allows insulin to warm to room temp before filling insulin cartridge. Insulin is not expired. There has been no blood in infusion set tubing, and infusion set has not become dislodged or disconnected. There was no insulin leaking in the system. Time, date, and basal rates were programmed correctly. Pt rotates infusion sites and did not forget to deliver bolus. Pt reports insulin delivery is inaccurate. Primary infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.